Event description:
It was reported that a malfunction code, malf 12, appeared on the customer's device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support on how to reset the pump, which resolved the issue, and they were advised to continue using the pump while calling back if the issue reoccurred.